Event description:
The following has been reported: customer reported performed 3 year pm. Battery was replaced. Unit is not charging battery. Changed with another new battery and the problem remains. No adverse events reported action taken: received pump (B)(6). Confirmed customer reported issue "battery uncharged". The was caused by an inoperative power board, part has been replaced and battery fully charged. Pole clamp assembly was damaged, replaced. Flow rate required calibration. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.